Manufacturer narrative:
Continuation of concomitant: 305u23 tissue valve implanted: (B)(6) 2008, 638bl28 heart band implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead experienced a recent decrease in impedence after the patient had open heart surgery. No other issues were noted with the lead and the lead will continue to be monitored. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.